Event description:
It was reported that a patient had approximately 50 percent efficacy, although the doctor typically wanted to see 80 to 90 percent efficacy. Since implant, the patient still had retention and had seven infections over the past two months due to her retention. The patient still needed to self-catheterize. The patient¿s device settings were currently using two cathodes and one anode, and they were considering going to three cathodes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that this was determined not to be device related.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead. (B)(4).